Event description:
It was reported that the impaction bur guard split up the middle at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The technician was able to confirm the reported crack in the device. The cause of the failure was likely a blunt force or other external trauma. The device was discarded by the manufacturer.

Event description:
It was reported that the impaction bur guard split up the middle at the user facility. The user facility was not able to provide any further information regarding the reported event.